Manufacturer narrative:
Investigation results: our investigation into this complaint has now concluded. Unfortunately no issues could be found with the returned sample that could account for the users concerns, all aspects of the dressing were as expected with zero issues noted an investigation into the manufacturing paperwork associated with this product code and lot has been carried out. This review detailed that manufacture of the product had occurred in accordance with defined procedures and specifications. No record of any problems occurring during manufacture of the product have been made which may be related to this complaint. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments. The information provided is insufficient to determine whether the patient's signs, symptoms, or outcomes are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. A thorough medical assessment cannot be rendered at this time.

Event description:
It was reported that patient had an injury in the entire area of the dressing.